Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep is meeting with patient in clinic today to check the leads and programming, and is seeing electrodes that show up as xx within the impedance check. Rep also stated that the clinician tablet stated "device reset occurred" when interrogating the ins, however rep states the patient was not aware of any device resets. Rep also reports the patient does not have any complaints about their therapy, as they are getting therapy relief. Within the impedance check, rep states that "most" electrodes are out of range with electrodes 8-15 being the highest. Using electrode 4 as a reference (patient is programmed for that electrode), electrodes 0, 2, 3, 5, 6, 9, 10, 11, 12, 14 and 15 have xx listed in place of the impedance numbers and electrodes 8 and 13 are greater than 10,000 ohms. Ts advised rep to close out of the impedance check and go back in to see if the xx went away. Rep states after this, all electrodes showed up with impedances, and 8-15 were all greater than 10,000 ohms, 0 and 5 are 828 ohms (lowest impedance) and 7 is 1120 ohms. Rep states the patient is programmed using some electrodes on the 8-15 lead. Ts reviewed creating programming around the high impedances to see if there is a change in therapy relief, however reviewed that rep doesn't need to re-program if the patient is getting good therapy relief. Rep reported that the cause was unknown. Electrodes 8-15 remained 10000 did not use that lead for programming. Patient weight was unknown.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.